Event description:
No additional customer information

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. The evaluation identified that the reported event was caused by failure of the adhesive from the bending section cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the coating peeled off the videoscope distal end. The issue occurred during reprocessing. There was no patient involvement.